Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was evaluated by a field service technician and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "b30 error" malfunction would likely be related to a failure of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
Costumer reported a few minutes delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source experienced a b30 scope communication error. The issue occurred during preparation for use for a diagnostic, colonoscopy procedure. The intended procedure was completed using the same device. There were no reports of patient harm.